Event description:
A 6f micro catheter and non-csi guide wire were advanced to a heavily calcified and tortuous left main (lm) and left circumflex (lcx). Intravascular ultrasound (ivus) was advanced with difficulty and checked. A wire exchange for the viperwire advance guide wire was performed and the diamondback 360 coronary orbital atherectomy device (oad) was advanced and glideassist was activated. Resistance was experienced in the lm. The oad stopped advancing and appeared to be stuck on the viperwire. Both the oad and viperwire were removed. Once ex vivo, the oad was confirmed to be stuck on the viperwire, with no other damage observed. A second oad and viperwire were used. The plan was to treat the lcx retrograde. Ivus was advanced with difficulty and checked. The vessel was rewired with the new viperwire and the oad was advanced. Angiography was at a low magnification; therefore, visualization was difficult and the viperwire spring tip was not in the field of view. At an unknown time while advancing the viperwire, the viperwire spring tip became fractured. The oad was still spun on low speed proximal to distal without the viperwire spring tip present. The oad did not have the necessary viperwire support, resulting in a perforation of the vessel wall. Angioplasty and tamponade were attempted to stabilize the patient, before moving the patient for open heart surgery. The patient could not be stabilized and expired. Additional communication between the physician and csi medical personnel came to the conclusion, the cause of the perforation was attributed to lack of visualization of the components during the procedure.

Manufacturer narrative:
D10: UDI - (B)(4). Related regulatory report: mw5148076. H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for user manual states that a perforation of vessels is a potential adverse event that may occur and/or require intervention with use of the system. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the perforation was attributed to lack of visualization of the components during the procedure. The diamondback 360 coronary orbital atherectomy device (oad) instructions for use (IFU) precautions 'radiographic equipment for flouroscopy should be used to provide high-resolution images'. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).